Manufacturer narrative:
Unknown/ not provided. Date of event : unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Phone : (B)(6). The intraocular lens (iol) was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Discarded.

Event description:
It was reported that lens was implanted and had to be cut out because of damaged haptic. Incision was enlarged in order to remove it and replace. No patient injury reported. No further information available.